Event description:
Brought the defective doses into the office. There were two separate issues; first, the baxter vial mate adaptor would not allow the normal saline into the meropenem vial, second, all medication would not evacuate from the meropenem vial once the vial mate adaptor was activated. There was no air in the normal saline bag to force into the vial to move medication into the normal saline bag. Meropenem replaced, no doses missed, medwatch form completed. Dates of use: (B)(6) 2013. Reason for use: pneumonia.